Event description:
The hosp reported that during preparation for a coronary artery bypass graft procedure, first heartstring seal cracked while loading the seal into the delivery tube. The surgeon used second heartstring seal but the seal did not deploy into the aora. A third heartstring seal was used to complete the procedure. No pt complications were reproted by the hosp.